Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the left ventricular lead experienced increasing pacing thresholds. The lead was capped and replaced. It was subsequently reported that the lead was removed due to possible infection at a later date. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead experienced increasing pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings was outer insulation cosmetic depression. Proximal segment of lead returned and analyzed.